Event description:
It was reported that two weeks before the operation the patient went to the hospital due to the product did not work properly. It was confirmed that there was a crack in the cuff connecting tube, cuff was replaced. There were no additional patient complication reported.

Manufacturer narrative:
Update to block h6: device code, component code, evaluation method code, and evaluation result code. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was microscopically and visually examined but did not pass, cuff had wear at a fold in the shell. The cuff passed the leakage test. The allegation of hole/perforated is unable to be confirmed. Based on this investigation a probable cause for the event cannot be established. The conclusion code of caused not established has been chosen.

Event description:
It was reported that two weeks before the operation the patient went to the hospital due to the product did not work properly. It was confirmed that there was a crack in the cuff connecting tube, cuff was replaced. There were no additional patient complication reported.